Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be observed. Iol was returned outside of the device. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the iol, one haptic is adhered to the optic with solution. No damage observed. The product investigation could not identify the root cause for the reported complaint "issue with front haptic" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens, haptic and the plunger position for advancement and determine a root cause. It is unclear what the exact issue is with the reported haptic. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, found issue with front haptic. Additional information has been requested and no further information received.